Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained hyperglycemia while using the ilet after adding insulin to the pump cartridge without changing the infusion site, with no visible leakage, successful 2-unit prime, and an intact cannula observed upon set removal; the event was managed as an infusion set or connector issue with education and full supply change completed, and the highest recorded glucose was 356 mg/dl with elevated levels persisting for approximately 10 hours, including alerts for glucose over 300 mg/dl for more than 90 minutes. Symptoms included high blood glucose without signs of diabetic ketoacidosis or other acute complications. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no professional medical intervention or hospitalization. Investigation included technical troubleshooting, visual inspection of the infusion site and components, and priming to confirm insulin flow. Investigation of this case revealed likely suboptimal insulin delivery associated with infusion set deployment or connector attachment despite an intact cannula and observable flow through tubing, which resolved after a full cartridge, tubing, and site replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of infusion set and consumables leading to compromised insulin delivery.